Event description:
It was reported that the customer was taken to the emergency room for high blood glucose and diabetes ketoacidosis. The customer's mother stated that the doctor wants the insulin pump be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.